Manufacturer narrative:
Use error: per the t:slim user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 545 mg/dl and an insulin injection was administered. The customer was admitted to the hospital and was treated with an insulin, dextrose and saline drip. Bg lowered. The customer did not know the cause of the high bg and thought that the cartridge or tubing may have contributed. A pump system check was performed and no device issues were identified. Reportedly, humalog insulin was used in the cartridge for 3 days. Tandem technical support informed the customer that humalog was labeled for 48 hour use with the cartridge. The customer was discharged on (B)(6) 2018 with a bg of 69 mg/dl.